Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose was 207 mg/dl. Customer stated she was out of town where it was warm and the insulin pump was in her bra. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with intermittent esc and act button response due to corroded keypad traces. No button error alarm was noted. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, a cracked reservoir tube window through the reservoir tube, cracks on the battery tube threads, and a cracked pump belt clip slot.